Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient has been suffering from dry eye affecting vision for four months post lasik procedure of the right eye. Reporter indicated a therapeutic bcl (bandage contact lens) was placed on the eye. Patient reported removing the bcl three days later due to discomfort. The patient was seen in the office and complained of redness, stinging and watering in the right eye. Reporter indicated upon examination a 0.5 millimeter infiltrate was observed. Upon follow up, new information was provided by the reporter indicating the patient presented for two month follow up visit stating vision was blurry in both eyes. Upon slit lamp exam 2-3+ superficial punctate keratitis (spk) was observed in the inferior half of the corneas causing blurred vision. The patient was place on an increased topical steroid eye drop dosage at that time. Additional information received from the reporter indicated the infiltrate was not due to laser treatment, but was a side effect of dry eye, and resulting attempted management of spk with bcl. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).